Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the device in backup when received. Analysis was normal. No anomalies were found. The power on reset condition could not be reproduced during the analysis and the root cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.